Manufacturer narrative:
Investigation conclusion: the reported issue of led issues is related to display segment being dim was confirmed on 3 out of 3 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Device inspection: visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 15oct2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 18nov2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only display boards were provided for investigation.

Event description:
It was reported the display board needs to be replaced due to an issue with the led segment.